Event description:
It was reported that the physician was not satisfied with the position of the patients left ventricular lead. The physician felt the lead placement was too anterior. The lead exhibited high thresholds. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.